Manufacturer narrative:
(B)(4). Manufactured on june 18, 2014 to june 19, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the bladder was ruptured. During a microscopic inspection it was found that there were markings on the exterior surface of the bladder. The cause of the rupture is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a folfusor's bladder ruptured during infusion. The home nurse that identified the rupture noted that the fluid was inside the housing. It is unknown how much of the medication was delivered before the bladder ruptured. The folfusor was filled with fluorouracil and 5% glucose. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.